Manufacturer narrative:
The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07364. It was reported that a perforation and pericardial effusion occurred. The patient was undergoing a left atrial appendage closure (laac) procedure. They attempted to use a 30mm watchman laa closure device & delivery system with a watchman double curve access system. It was deployed and fully recaptured because it was not deep enough. They tried again with another 30mm watchman laa closure device & delivery system; however, they decided to use a watchman single curve access system to place the device in the posterior lobe for more depth. The access system was placed in the laa and the location was marked on the screen to make sure it did not go any further. The delivery system was inserted and snapped together with the access system, but it moved forward past the mark on the screen and perforated the appendage. A small pericardial effusion was noticed. The physician removed the delivery system and access system and started to tap the patient. He removed 360 cc of blood, but the blood pressure began to drop. The patient continued to deteriorate and chest compressions/ cardiopulmonary resuscitation (CPR) was performed. The patient then went to the operating room and the effusion was taken care of as well as having their laa ligated. The patient was then sent to the intensive care unit (ICU) and is doing well. The patient was fully alert and was discharged from the hospital two days later.